Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluders was selected for implant on (b))6) 2023 using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial pressure was 10mmhg. It was noted that the measurements of the left atrial appendage that were taken the day before were different to the measurements taken at the time of the procedure. Heparin was administered, but activated clotting time (act) levels were not checked. There was no difficulty with placing the device. The device was successfully implanted. It was reported 4 hours later that the patient presented with a cardiac tamponade which was measured at 21mm, had a notably pronounced right ventricle and posterior, and described as diffuse. A pericardiocentesis was performed on the patient. The patient was hospitalized for a week. The device was noted to maintain its position and stability.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade 4-hours post procedure was reported. A pericardiocentesis was performed to resolve the event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The procedural imaging was provided appered to show the technical steps of the procedure and aligned with the amulet IFU, although strict observation of the amulet sizing chart would have led to a 22 mm device implant. However, the exact cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.